Event description:
It was reported that, after the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) and during the routine optimization, this crt-d had variable values in the evaluation of the right ventricular (rv) and left ventricular delays with difficulty also in optimization with the smart delay. It is suspected that it was due to farfield oversensing and then technical services (ts) confirmed the oversensing. The ts discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.